Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for evaluation. The complaint was not duplicated during wireless testing. The module functioned as intended. The investigation did reveal that the downstream occlusion (dso) seal was damaged and therefore replaced. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating that the wireless module intermittently did not connect; during device evaluation it was found that the downstream occlusion (dso) seal was damaged. The issue was discovered preventive maintenance testing. There was no patient involvement.